Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The da vinci instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation found a broken pitch cable visible at the distal end of the instrument. The complaint was confirmed by failure analysis.